Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that two days after a vitrectomy retinal surgery, the patient experienced pain, excessive tearing, and a discharge described as "goopy" in the left eye. A vitreous tap test was performed, and the patient was diagnosed with endophthalmitis. The patient was treated intravenously with glycopeptide and cephalosporin antibiotics, along with oral administration of glucocorticoids and fluoroquinolone antibiotics. Four days post-surgery, the patient showed signs of improvement. Visual acuity improved to hand motion (va hm), and intraocular pressure (iop) was recorded at 15 millimeter(s) of mercury (mmhg). The treatment regimen included hourly corticosteroid and fluoroquinolone eye drops, as well as oral administration of fluoroquinolone antibiotics combined with alpha-2 adrenergic agonist drugs. The current patient condition was unknown.

Event description:
Additional information requested and received that the patient¿s recovery was declined and visual acuity was light perception due to the gad instilled in the eye.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The investigation determined the scope of this nonconformance to impact a specific time period when a vendor introduced fluid air exchange (f/ax) manifolds at the same time when the tray/tyvek (tiromat) sealer machine was tagged out for maintenance. The tiromat is responsible for the cutting of material and the sealing process of the tyvek material to the tray. The root cause was caused by two issues: 1. A new vendor's manifolds had a higher profile due to improperly placed f/ax white clamp on the final coiled configuration. This was due to the drawing and assembly specifications not defining the proper clamp location, so when the clamps were improperly placed when the tubing was coiled, the tubing manifolds sat too tall for the packaging process protruding above the height of the tiromat cutter as a result of the white clamp¿s location. 2. Equipment configuration error: the backup tiromat cutter unit was installed with different spacers, which reduced the clearance for the product. This configuration caused the tiromat cutter to impact and damage the tyvek lid when processing the taller manifolds that were placed inside the final pack. Potential contributing factors: ¿ higher level assembly impact was not considered when f/ax manifolds were received from newer vendor. ¿ tiromat cutter drawing did not specify any spacer dimensions. ¿ the protrusion height detection system was turned off at the machine human-machine interface (hmi). ¿ tiromat machine output data was not reviewed for unusual trends when trays were becoming stuck on the machine. ¿ finished goods (final procedure packs) were inspected by humans instead of using a machine vision system to check sealed trays after primary packaging. ¿ human factor - white clamp location was not sufficiently corrected under heighten awareness. ¿ human factor - 100% inspection on final paks failed to catch tyvek lids with holes. To address root cause and contributing factors, the following actions and preventative actions were taken which include various procedure updates and drawing updates: ¿ drawing update to address coiling configuration and specify white clamp location. ¿ new process: incoming inspection for custom spare parts to confirm specifications. ¿ procedural update for higher level assembly risk assessment with process or material update. ¿ equipment update: replace tiromat controller and memory card to maintain parameters in case of equipment reboot. ¿ new equipment: implement machine vision to inspect tray seals post preliminary packaging for final pak. ¿ procedure update: update packaging machine requirement specification with more detailed as-built machine drawings. ¿ procedure update: job aid, tray assembly inspection to include tyvek defects. ¿ procedure update: update operating procedure, tiromat operations for protrusion sensor verification complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no further adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(6) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.